Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip-clip test was performed and failed. Additional observations not reported by site: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.036" offset at the tips. As a result, the clip could not properly clip onto the tubing during in-house testing. Severely bent instrument grips-tips is typically attributed to mishandling / misuse such as excessive force applied to the instrument jaws. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. An input disk # 6 was found broken into pieces inside of the housing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not properly apply the clip on the tissue. The procedure was completed with no reported injury.